Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited erroneous device settings. The device was reprogrammed with new device parameters. No patient symptoms were reported as a result of the programming changes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.